Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer stated that there was an arrhythmia alarm missing and the "press pause" button was activated, the pressure alarm will still go off after about 10 seconds all the time. There was no adverse event or patient harm.

Manufacturer narrative:
The customer stated that there was an arrhythmia alarm missing and despite that the "press pause" button was activated, the pressure alarm will still go off after about 10 seconds all the time. It was also stated that alarms were present, but that they could not be acknowledged. There was no adverse patient impact reported. According to the 05aug and 06aug24 email responses, the issue was not a product malfunction, but an incorrect configuration after the installation of the c700 after repair. Sap lists the service order notification 308651945 for the repair of the c700 done on 09oct24. There was no report of any interruption in patient monitoring or alarming from the bedside monitor (m540). Requests for more information including what configuration was incorrect, what changes were made to the devices and how the issue was resolved, but this information was not made available. Therefore, it is unknown at this time who performed the reinstallation of the c700 and how the configuration was changed. Should this information be provided the complaint will be updated accordingly.

Event description:
The customer stated that there was an arrhythmia alarm missing and the "press pause" button was activated, the pressure alarm will still go off after about 10 seconds all the time. There was no adverse event or patient harm.

Event description:
The customer stated that there was an arrhythmia alarm missing and the "press pause" button was activated, the pressure alarm will still go off after about 10 seconds all the time. There was no adverse event or patient harm.

Manufacturer narrative:
Updated evaluation: for this complaint it was stated that the customer reported that despite that the "press pause" button was activated, the pressure alarm will still go off after about 10 seconds all the time and that alarms were present, but that they could not be acknowledged. There was no adverse patient impact reported. It was learned that the customer configured a fast key for silencing the ibp during sample of blood gases. The customer thinks the 10 seconds is too short for the silence. A suggestion made to the customer was when they take blood gases, they should press the fast key ¿pressures paused¿. Then all ibp alarm sound will go off and they could take blood gases as they need without disturbing alarms. There was no device malfunction, this was a user preference.